Event description:
Information was later received from an hcp indicating that the volumes had been off when they took the patient on as early as (B)(6) 2012. The volume discrepancies had been getting progressively worse until it was replaced in may 2014. They reported expecting 1-2 ml and getting back 15 ml.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a possible pump issue. The pump was explanted and replaced. A volume discrepancy was reported where the expected residual volume (erv) was 0ml and the actual residual volume (arv) was 23ml. It was noted it may have been a catheter occlusion. There were concerns around residual volumes being off; however, they were off consistently by approximately 5ml. On (B)(6) 2014, the patient was in for a pump fill, expecting 0ml, and upon attempting to empty the reservoir, 23ml were removed. During the replacement, the health care provider (hcp) performed a dye study and the catheter was cleared. At the time of the report, the patient was on 160mcg/day and doing well. The patient did not have any symptoms and their status was alive no injury. It was also noted the product issue was resolved and the cause of the issue was undetermined. The pump was being used to deliver compounded baclofen. It was later reported that when the patient went in for their refill on (B)(6) 2014, they were struggling with spasticity and pain. The residual medication which was removed from the pump each time it was refilled had been consistently higher than expected on ¿recent refills.¿ consequently, the hcp recommended replacing the pump. The pump was accessed and 23 ml were removed and discarded. The pump was refilled with 40ml saline. A review of the pump logs showed that the low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2014. The following information was provided regarding the dye study which was performed during the pump replacement: the dye study showed the catheter was intrathecal, and there appeared to be no problems with patency or problems with kinking of the catheter system; therefore, the hcp proceeded with pump replacement only. The patient recovered without permanent impairment. The pump was also delivering hydromorphone and bupivacaine. It was further reported that the hcp stated that in comparison to other dye studies they had done (many) there was more pressure needed; however, they did not feel like they had pushed a mass or something of that nature as the pressure was consistent.

Manufacturer narrative:
Following the recently performed destructive analysis, analysis of the pump also revealed issues with the internal pump tube. A hole was identified in the internal pump near the outlet of the device. The hole was at a location of excessive mechanical wear. The pump tube was also noted to have been discolored and deformed. Areas of pump tube binding were also identified. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed overinfusion of an undetermined root cause.